Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: (B)(4), implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported the that right atrial (ra) lead was suspected of an integrity issue. The ra lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4) the full lead was returned and analyzed. Primary analysis finding noted the inner insulation was breach by first rib clavicle. The distal conductor was distorted with over rotation. The outer insulation had cosmetic depression. The outer insulation was breached by first rib clavicle. The proximal conductor was not obstructed by blood. The distal electrodes were covered in blood. The distal conductor was not obstructed by blood.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.